Event description:
It was reported that an infusion set created a line block alarm when it was in use with the patient and the issue resolved by changing the set. There was no reported patient harm.

Manufacturer narrative:
D4 expiration date- left blank as the lot number is unknown. H4 device MFR date- left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.